Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome¿ rx 44 was used in the ampulla of vater and common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the dreamtome was passed through the endoscope, it exited at a wrong angle. The physician maneuver the dreamtome to correct the device angle, but, was unsuccessful. When the physician unbowed the device, it was noticed that the cutting wire of the tome would not release the bow after being bowed. The physician was not comfortable using this device. The device was removed and the procedure was completed with a second dreamtome¿ rx 44. Reportedly, there was no visible damage on the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned device found that the working length was twisted. The cutting wire length was measured and was within specification. Functionally, the device was tested inside and outside the duodenoscope and the initial tip orientation was found out of specification. The unit was able to bow as intended and it came to its original position properly. The condition of the returned unit was not consistent with the complaint incident that the tip of the tome failed to unbow. The complaint was not confirmed. Therefore, the most probable root cause is operational context, since anatomical and/or procedural factors encountered during procedure could have affected the device performance. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a dreamtome¿ rx 44 was used in the ampulla of vater and common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the dreamtome was passed through the endoscope, it exited at a wrong angle. The physician maneuver the dreamtome to correct the device angle, but, was unsuccessful. When the physician unbowed the device, it was noticed that the cutting wire of the tome would not release the bow after being bowed. The physician was not comfortable using this device. The device was removed and the procedure was completed with a second dreamtome¿ rx 44. Reportedly, there was no visible damage on the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.